Manufacturer narrative:
Unit received with intermittent esc button response due to flattened button dome switch. Unit had cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the esc button on the insulin pump was not working properly. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.